Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited noise which lead to pacing inhibition. The noise was not able to be reproduced. Other electrical measurements were normal. The lead was capped and replaced on (B)(6) 2015. There were no adverse consequences to the patient. The patient would continue to be monitored.